Manufacturer narrative:
Results of investigation: a revision surgery was performed due to fracture in the neck area of a polarstem lateral. It was reported that the patient lost sudden control of the left leg. A fracture of the stem could be confirmed upon x-ray. The patient was brought to hospital due to pain in his hip. An x-ray confirmed that the neck of the stem was broken. Only x-rays but no further medical documents were received for investigation. Prior to this revision surgery a exchange of the ball head and the liner was performed, however all products involved were not smith and nephew products. How the combination of these product and the exchange of the ball head contributed to the revision surgery is not determinable. The broken polarstem with the ball head, used in treatment, were received for investigation. A material assessment showed that 2/3 of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue under low to medial stress. In the area of the assumed crack initiation on the outer surface of the stem, a darker spot is visible. Several scratches on the outer surface of the stem are present, which appear to have been there before the fracture. Scratches might lead to fracture of the implant. A visual analysis can confirm the breakage. Several scratches can be observed in the neck of the stem. The combination of the ball head and the polarstem is not approved by smith and nephew, as the ball head is a third party product. According to the IFU (lit. No. 12.23, ed. 05/16) breakage of the stem might happen in rare cases. The risk of a neck breakage is covered through our risk management files in severity and failure mode. The production documentation was reviewed, there were no deviations found. No further complaint has been registered for the batch in question. Based in the performed investigation, the failure mode of neck breakage can be confirmed. The root cause can not be determined after investigation. It cannot be excluded that the deformations on the neck, which might have happened during the ball head revisions, contributed to the fatigue fracture. To date, further actions are not deemed necessary. Smith and nephew will monitor this device for further similar issues. Both devices will be retained.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, after a left-sided tka had been performed on (B)(6) 2008, the patient suddenly lost control of the leg on (B)(6) 2020. A radiological image was performed: it showed a cone fracture of the non-cemented polarstem stem. A revision surgery was performed to explant the stem on (B)(6) 2020. The patient outcome is unknown.